Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 221, which was not reproduced due to a sharp watchdog timeout at power-up which also prevented the event history log from being downloaded. The processor printed circuit board (pcb) was determined to be the failing component. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 221. Any patient involvement, injury or medical intervention is unknown.